Event description:
Customer alleges while sitting on the rollator, the seat cracked. Minor injury alleged.

Manufacturer narrative:
(B)(4). The consumer is a male (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer was sitting on his rollator seat, in a stationary position, when it allegedly cracked and he fell through. The consumer sustained a cut below the elbow and bruising on his back. The consumer has been using the product for approximately 4 - 6 months. RMA (B)(4) has been issued and the product is to be returned to invacare for an inspection and evaluation.